Manufacturer narrative:
Initial MDR. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Event details: it was reported that the drug started leaking out while puncturing the spike during preparation of docetaxel. The infusion bag is a saline solution from kosha. The injector (containing docetaxel) when it was being prepared is also enclosed.

Manufacturer narrative:
Device evaluation one IV bag assembled with a spike connector was provided to our quality team for evaluation. Upon evaluation it was noted that the stopper of the IV bag is torn. Dimensional testing was performed and identified that the spike diameter is too large for use with this IV bag. All products undergo visual and functional inspections throughout the manufacturing process to ensure device quality and performance, including verification that all critical dimensions meet specification. A device history review was conducted for lot 2507506, and no deviations or nonconformances related to the reported concern were identified. All records confirmed the product the meets required specifications, with no issues noted. While our investigation verifies that the product is manufactured to approved specifications, bd has identified a potential trend associated with this concern. It has been observed that the diameter of the c180 o spike can sometimes be larger than the ports of certain IV bags, resulting in higher insertion force and potential displacement of the stopper. A project has been initiated to further investigate and address this issue.